Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use (planned treatment/non-emergency treatment) and the treatment got completed as planned. The field service engineer (fse) inspected the system onsite and confirmed system stopped fluro during procedure. Upon functional testing, fse found that the issue with the wired foot switch was due to worn cable. The philips engineer replaced footswitch cable. After replacement, the system was returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura xper fd20 biplane system fluoroscopy stopped during the procedure. No harm has been reported. Upon inspection, the footswitch had a cut in the wired cable of the pedal at two different places. The procedure was completed using the wireless footswitch pedal. The footswitch was replaced, and the device was returned to functionality. Philips has started an investigation of the complaint.